Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer experienced a loss of therapy and wasn't getting the pain relief they needed in their leg since a power on (por) occurred. It was noted the consumer had the correct stimulation coverage down their leg, usually preferred low density subthreshold stimulation, and adjusted stimulation every morning. It was noted the morning of (B)(6), the consumer met with the rep. Because they felt uncomfortable stimulation when lying on their back. The rep. Was unable to say what was happening with adaptivestim, whether orientation was off, or settings were off. At this same time a power on reset (por) was cleared. It was reviewed with the rep. That the consumer wouldn't have stimulation at the time of the por, until it was cleared, but the consumer stated they were feeling stimulation. It was unknown if the por may have caused an overstimulation issue where the consumer was feeling stimulation even though there was a por. It was reviewed with the rep. That since coverage was the same, and the rep. Was able to program previous settings for where the consumer needed stimulation coverage, it needed to be addressed with the healthcare professional (hcp). There were no falls or traumas related to this issue.

Manufacturer narrative:
Additional review determined that (B)(4) no longer applies to this event. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported that since the parity power on reset (por) was cleared the consumer wasn't getting the same relief. The consumer had been getting close to 100%, but now it was almost back to pre-implant levels. The only thing that changed after clearing the por was transitional settings. An impedance check was performed with results for the group impedance being 657 and ranges were 600-979. Unrelated not same relief; diary timeframe discrepancy event captured in (B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported they cleared the power on reset (por). In regards to the consumer not getting the same relief since the por occurred the healthcare provider (hcp) ordered an x-ray to check the leads. The rep. Hadn't heard any more from the consumer or hcp since, but it was noted the consumer had a good response initially and was hopeful the consumer would get back to the same level of relief. The cause of the por had not been determined.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that they were seeing a power on reset (por) on the clinician programmer when interrogating the patient's implantable neurostimulator (ins). The patient did not have a history of overdischarge and they did not see a por on the patient programmer. The por code was 0x400. They were able to clear the por. The patient's stimulator was working at the time of the report but the charge level was low. It was noted that the patient had an EKG at the end of january. Due to the por they were not able to see any patient usage data. There were no patient symptoms reported. The patient was implanted for non-malignant pain.

Event description:
Additional information received from the manufacturer representative (rep) reported the consumer's implantable neurostimulator (ins) was replaced on (B)(6) 2016. It was stated they had tried various troubleshooting previously, but the consumer could never get consistent, long term relief anymore after the electromagnetic interference (emi). It was noted they had worked with their manager and the physician to cover replacing the device, and that's why it took this long for the surgery to occur. The rep stated they hadn't done any troubleshooting since (B)(6).

Manufacturer narrative:
The c200/stim ins/battery/reduced capacity due to overdischarge. (B)(4).

Event description:
The device was received by the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.